Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when a niagara catheter was placed into the jugular vein (curved catheter), after an ultrasound examination, the assistant introduced the guide which did not descend beyond 5 - 6 cm. The assistant then wanted to carry out a reorientation of the trocar and to do this removed the guide but a blocking of the guide with the trocar in the vein was found. The guide was removed with the trocar; the two being blocked together. A locking of the guide at its end at the bevel of the trocar was observed, the guide reportedly frayed rather than separated from the needle. No patient injury reported. The procedure was stopped and a new kit was used.